Event description:
It was reported that x-ray showed what appeared to be a complete break in lead at left subclavian/first rib junction. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4558m53, implantable pacing lead, implanted: (B)(6) 1995. A 7086, implantable pulse generator (ipg), implanted: (B)(6) 1995. A 9526, implantable cardiac monitor, implanted: (B)(6) 2002. (B)(4).